Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. It was indicated that medical intervention was required but details were not provided. Additionally, the receiver audio function was tested and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
There was no medical intervention was reported.